Manufacturer narrative:
(B)(4). Product was returned to the manufacturer for evaluation. Product complaint is being investigated by manufacturer.

Event description:
Customer reports that itc hemochron jr. Instrument was detecting a clot when no clot could be assessed or detected.